Event description:
It was reported that the patient was experiencing abdominal stimulation and was not getting adequate pain relief. A thoracolumbar x-ray was taken and showed that the left sided lead was placed one contact lower than the right. Program optimization was attempted and was not successful. The patient underwent a procedure wherein the leads and implantable pulse generator (ipg) were replaced. The patient was doing well postoperatively. Additional information was received that the explanted device components were retained by the medical facility. Additional information was received that the ipg was replaced to accommodate the leads that required more ports.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn:m365sc2218500 model:sc-2218-50 serial:(B)(6) batch:7159738 UDI:(B)(4). Product family: scs-ipg-r-MRI upn:m365sc12160 model: sc-1216 serial: (B)(6) batch: 785173 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing abdominal stimulation and was not getting adequate pain relief. A thoracolumbar x-ray was taken and showed that the left sided lead was placed one contact lower than the right. Program optimization was attempted and was not successful. The patient underwent a procedure wherein the leads and implantable pulse generator (ipg) were replaced. The patient was doing well postoperatively.

Event description:
It was reported that the patient was experiencing abdominal stimulation and was not getting adequate pain relief. A thoracolumbar x-ray was taken and showed that the left sided lead was placed one contact lower than the right. Program optimization was attempted and was not successful. The patient underwent a procedure wherein the leads and implantable pulse generator (ipg) were replaced. The patient was doing well postoperatively. Additional information was received that the explanted device components were retained by the medical facility.